Event description:
It was reported that the customer received button error alarms on his insulin pump. This occurred after the customer had been running in the rain and his belt clip broke. The customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 56 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.